Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. A functional evaluation revealed that the unit would not power up. The fuses were good. Further evaluation observed a disconnected wire from the power inlet module. The wire connector was reattached and the unit powered up. The left side of the camera icon stayed white indicating the camera head port did not pass self-testing. The lamp would not turn on. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include; a failed video board or other electrical component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the service repl lens int sys wifi ver's light source was not producing light. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.